Event description:
While performing a tunneled hemodialysis catheter insertion, the hub of a micropuncture broke off and the catheter became a foreign object in the pt's right internal jugular vein. The catheter was retrieved via the right femoral vein with the aid of a snare and removed. Entire piece successfully removed. Assessment - non oliguric aki on ckd versus ckd progression, likely progressing to esrd-htn uncontrolled.